Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had experienced low blood glucose. The customer had a blood glucose level of 80 mg/dl and the insulin pump recommended that they give 4 units of insulin. Within a few minutes, the customer's blood glucose level went down to 34 mg/dl. The customer's current blood glucose level was 44 mg/dl. They treated the low blood glucose with food. Troubleshooting was performed. The customer's mother stated that the insulin pump's programming was accurate. The device will not be returned for analysis.